Manufacturer narrative:
The lead remains in service. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 200 ohms. Additionally, pacing impedance measurements were out of range on the right ventricular (rv) and left ventricular (lv) channels. A revision procedure was performed and the associated rv lead was removed from service. This lv lead was reprogrammed to the rv. No additional adverse patient effects were reported.